Event description:
It was reported that during an unk procedure, the clips would not advance. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the el5ml device (a) was received in good visual condition, with the jaw closed and with a malformed clip present. The jaws were manually opened and the clip was analyzed, however no conclusion could be reached as to how the clip became malformed. The instrument was cycled, fed and formed the remaining clips within mfg specs. The orange indicator did not show up completely. The analysis results found that the el5ml device (b) was returned with the jaw ramp broken off from the left side. The device was cycled and ejected the remaining clips due to the returned condition. In addition the orange indicator did not show up completely. A corrective action has been initiated to address the root cause of the broken jaw issue. A batch record review was performed and no anomalies were found during the mfg process. Device b add'l info: batch # e9fg2l. Expiration date: 08/2013. Mfg date: 09/2008.